Event description:
It was reported that the patient had "chronic infections and problems with spinal catheter dislodgement". The device was explanted. It was also noted that the patient had (B)(6) which may have occurred during "revision of spinal catheter". Patient outcome was reported as recovered without sequelae. No rotor or dye studies were performed. Drugs delivered via the system were not reported. A follow-up report will be sent if additional information becomes available.

Event description:
The patient experienced withdrawal when the catheter dislodged. The location of the infection was at the pump pocket. The patient has had chronic catheter failures. The catheter and pump were replaced. The patient was doing well. The medication being administered via the pump was lioresal.

Manufacturer narrative:
Catheter model: unk, serial # unk, implanted on: unk, explanted on: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Returned for analysis was the pump, sc retaining ring and cup of the unknown catheter. Final analysis revealed no anomaly, normal device function. A non-significant indent was noted in the sc cup that did not affect infusion per analysis. Drug delivered via the device per analysis findings was dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.